Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a colorful particulate matter was observed in the lines of the homechoice cassette. This event was observed during priming of the device for peritoneal dialysis therapy. Renal therapy services (rts) assisted the patient in ending the therapy session. The patient would start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and the reported condition could not be verified; the quality of photo was poor (out of focus, fuzzy). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.